Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had noticed bubbles in the drain line of the automated pd set with cassette during peritoneal dialysis (pd) therapy. The hp reported that they had noticed this issue during the initial drain while they were connected. The lines were reported to have been primed and did not have any defects noted by the hp during the setup. The bubbles were found when the drain reached 100-200ml. The hp changed out to new supplies and when they used a cassette from a different lot, they did not have any issues. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 8 of 13.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient/event as (B)(4).